Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4). Initial MDR mailed on (B)(4) 2014.

Event description:
In this case the customer reported that while the CT sys was not in clinical use there was no table vertical moment (movement), the table was stuck in one position and there was no moment (movement) possible in the vertical position. Philips field service engineer (fse) confirmed there were no uncommanded or uncontrolled motion and no harm to pt, operator, or bystander. The fse stated there was no movement possible in service mode as well. The fse determined the cause was from a failed vertical brake assembly which was replaced to resolve the issue.